Event description:
It was reported that the customer's reservoir was leaking. The customer's husband stated that while trying to manually prime the tubing using the plunger, the customer's reservoir leaked past both o-rings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.